Event description:
Info received indicates the head of the stretcher will not lower all the way down and fluid is leaking from the head of the bed.

Manufacturer narrative:
The technician found the head articulation gas cylinders were defective. He replaced both cylinders to repair the stretcher.